Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was exposed to 95 degree fahrenheit temperatures and a temperature alarm occurred. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 720 mg/dl and ketone level was moderate. A correction bolus via pump was delivered to address bg.